Event description:
Medtronic received a report that during delivery, a solitaire encountered resistance in the distal shaft of the phenom. In the case of a distal middle cerebral artery lesion, an attempt was made to guide sfr4-3-40-10 into fg13160-0615-1s. However, sfr4-3-40-10 got caught at a narrowed part of the vessel and could not be guided further distally. Therefore, it was retrieved, and guidance was successfully achieved by switching to track21 and tron. No health hazards to the patient. The reported device and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of acute ischemic cerebral infarction in the mcam2-3. Tici (postoperative) was 2b. The patient was not treated with a tps. The solitaire had 2 passes. It was noted the patient's vessel tortuosity was strong. The time required from onset of cerebral infarction to revascularization/revascularize was 90 minutes. The access vessel was the middle cerebral artery with a 2mm diameter. Ancillary devices include an 8 fr introducer sheath, 8 fr optimo guiding catheter, track21 microcatheter, synchro select standard guidewire and vecta46.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported there was no damage to the catheter or pushwire of the solitatire. The tip of the solitaire sheath was secured into the hub of the microcatheter.